Event description:
It was reported that the deflation was slow. The target lesion was in carotid artery. A 4.0mmx30mmx135cm (4f) sterling was advanced for dilatation. However, it was noted that the inflation and deflation time was too slow. The procedure was completed with this device. No complications reported and the patient was good.